Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device displayed a false upstream occlusion at 800 ml/hr during the air in line test. However, the unit passed additional testing. The pump has been calibrated to ensure proper functionality.

Event description:
During eval by baxter the spectrum device displayed false upstream occlusion alarms. No pt involvement. No further info is available.